Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the cannula did not deploy when the pod was activated; this indicates that a needle mechanism failure occurred. The pod was not worn.

Manufacturer narrative:
The device was recieved undeployed. The data showed the device was deactivated after second prime during pod operation meaning it should have been received deployed, but was received undeployed. The slide insert was not visible in the viewing window and the soft cannula and tip of the formed needle were not visible in the bottom housing well. Upon removal of the top housing, the formed needle was observed to be lodged against the remaining, uncut top housing and curled around the environmental seal, and the soft cannula was found to be damaged. The failure to deploy was caused by the incorrect installation of the chassis subassembly. The incorrect installation of the chassis subassembly contributed to the observed damages to the soft cannula and formed needle.